Event description:
Customer reported a false positive result on the alinity m sars cov-2 assay. A patient sample tested positive on the alinity m sars-cov-2 assay. The patient is questioning the result, since they are asymptomatic and tested negative at another company. Additional false positive sars-cov-2 result reported. There was no report of any impact to patient management. This event was previously reported via 3005248192-2021-00455, however it was identified in the course of investigation that two lots were used by the customer. 3005248192-2021-00455 was updated to indicate lot 522521 and therefore this report is being sent to address the second lot, lot 521842.

Manufacturer narrative:
The customer additionally used a second lot, lot 522521; lot 522521 will be addressed in 3005248192-2021-00455. Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review of the manufacturing packet for alinity m sars-cov-2 amplificaiton reagent kit (list 09n77-095) lot 521842 did not identify any issues which could result in the reported complaint. No issues were found during qc testing. The qc 2-f amp kit masterlot testing met all acceptance and validity specification criteria. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amplificaiton reagent kit (list 09n78-095) lot 521842. A product deficiency could not be identified as a result of this review.